Event description:
It was reported that when using the bd pyxis¿ es server user stated that all pyxis machines were not communicating with the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device involved in this incident, a technical support specialist (tss) found that the successfully processed local date time value was null. As per the knowledge article (ka) medes: interface delayed/down notice, if this field was not populated and the status showed not available for processing (0), the message may have errored out, and the error table needed to be reviewed. Upon checking, multiple errors were identified, and it was also observed that the xml processed time was null. A soft consult was conducted with the integration support engineer team (iest), who advised sending the messages to the queue. An integration support engineer (iest) dialed into the carefusion coordination engine (cce) server, verified the cce management console, confirmed that all services were running, that no messages were queued, and that messages were processing in real time, confirming that the system was functioning normally. The system functioned as intended after the technical support specialist assessed the device.